Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratched display window and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Alarm occurred two months ago and customer changed the battery and the device continued to work. Alarm reoccurred today and the device is not functioning. Customer didn't know her blood glucose level. Customer didn't recall any significant event which may have caused the device to alarm, had the device connected on her shorts. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.